Event description:
The customer stated that the pacer didn't work. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer stated that the pacer didn't work. There was no reported patient involvement. A philips bench technician evaluated the device. The pacing function was tested and found to be fully functional. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.